Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient's parent reported that their son, the patient, cannot wear the aligners all night due to the discomfort and pain they cause his teeth and gums and they cannot sleep. The patient's dentist does not approve of this treatment. At check in true was marked for pain, inflammation, sensitivity, discomfort and jaw discomfort. Requested diagnostic findings from patient's dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.